Manufacturer narrative:
(B)(4)lot # 23114. Exp date: 06/2016. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, visual analysis, retains testing and concomitant product evaluation and system risk analysis (sra). ¿ the DHR was reviewed and the lot met manufacturers specifications before use. ¿ trending analysis by lot, visual analysis, retains testing and concomitant product evaluation were not reviewed since user error was identified to be the cause of the issue. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue can be attributed to user error. It was determined the customer was using ci tape that was expired. In addition, the customer confirmed during the investigation that they have been using rusty containers and these are likely contributing to the color not changing correctly. The customer was advised to discontinue use of the rusted trays and expired ci tape. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.